Manufacturer narrative:
Additional information: the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported leak could not be conclusively determined.

Event description:
During an ablation procedure, a leak was noted. When the tacticath was exchanged, fluid was noted underneath the catheter as well as underneath the tactisys quartz. The procedure was completed with no consequences to the patient.